Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter was cracked and leaking the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, the patient was admitted to the emergency room with ¿dizziness and a fall, accompanied by vomiting¿; CT suggested: small infarct foci and soft foci in the brain; ECG suggested: acute myocardial infarction. "Oral clopidogrel tablets and aspirin tablets, 300 mg each; product reasons (including instructions, etc.) Check the integrity of the needle and find that the soft cannula needle is cracked; rule out the use of secondary punctures, rule out the cause of violent operation, and do not rule out the cause of the product itself; replace use a new indwelling needle and select a new blood vessel to puncture again".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109454 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line and cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number: 4022038, 4022061, 4022064, 4053912- 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the cracking state of the catheter cannot be identified, the root cause of the leakage at the catheter cannot be confirmed.